Event description:
The manufacturer received information alleging a ventilator service required message occurred. There was no harm or injury reported. The device was not in patient use. During troubleshooting with manufacturer remote service technician, customer biomed stated that code 384 was found in the event log. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.